Event description:
It was reported there was no marking on the at the six (6) centimeter area of the endotracheal tube. It was further reported the connector cap was detached from the endotracheal tube but required some force. Once removed, the endotracheal tube was cut to size but it was not possible to reattach the connector cap. The pt required reintubation, which caused trauma to the trachea.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Additional info has been requested. Should additional info become available, a follow-up report will be submitted.